Event description:
A malfunction was reported on a pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.